Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified three other similar incidents from this lot. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent system instructions for use as a potential adverse event that may be associated with the use of a stent in native coronary or peripheral arteries. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the left anterior descending artery (lad). Reportedly after pre-dilatation was performed using a 2x12mm trek balloon dilatation catheter (bdc) a 2.75x 48mm xience xpedition drug eluting stent (des) was deployed; however, a distal dissection was noted. Another xience xpedition was used to treat the dissection and the procedure was completed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.